Event description:
The customer reported that the bipolar function activated on its own during a procedure. There was no injury to the pt, but an unknown handpiece burned through its holster.

Manufacturer narrative:
(B)(4). To date the incident generator has not been rec'd for eval. If the unit is rec'd or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.